Event description:
It was reported that the right ventricular (rv) lead alert was triggered. The lead exhibited high impedance. It was determined that the implantable cardioverter defibrillator (ICD) and the rv lead experienced a connection problem which resulted in the high impedance. The lead was explanted and replaced and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Products: 5076-52 lead implanted: 2015 (B)(6); 459888 lead implanted: 2015 (B)(6). (B)(4).

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.